Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture via mammogram." Device remains implanted.

Event description:
Patient reported left side "rupture via mammogram." Healthcare professional confirmed left side "rupture." Healthcare professional later reported reason for removal capsular contracture. Healthcare professional later reported no rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation : based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: no others observations observed on the device.

Event description:
Healthcare professional later reported left side capsular contracture baker grade unknown and no rupture. Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur. Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d6b,h6.